Event description:
It was reported that during a diagnostic procedure, a shaft fracture occurred. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous vessel. While flushing the catheter following the second imaging run, a saline leak and shaft fracture were noted. The procedure was completed with another of the same device. Patient status was listed as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the catheter was received with the female telescope tubing assembly detached at the anchor seal housing exposing the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. Impedance testing finds the device is capable of imaging properly. Full image characterization testing cannot be performed based on the detached telescope tubing. This exposes the imaging core and could cause it to windup during testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a diagnostic procedure, a shaft fracture occurred. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous vessel. While flushing the catheter following the second imaging run, a saline leak and shaft fracture were noted. The procedure was completed with another of the same device. Patient status was listed as good.